Manufacturer narrative:
Date of event: the event occurred on an unspecified date in "autumn 2021". (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an unexplained infection (panophthalmitis) after undergoing an unspecified procedure in the eye surgery ward. The cause of the infection was unknown. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.